Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a program check the right ventricular (rv) lead was observed to have a sensing abnormality; the lead was dislodged. During the replacement procedure the coil of the lead was observed to be fractured and the impedance was high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.